Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection was performed and confirmed that the reamer handle has difficulty connecting/ disconnecting the components. The components were composed of different smith and nephew batches. A functional evaluation confirmed the shaft will not connect to the reamer handle. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of our process was also conducted. The supplier was made aware of this occurrence and conducted an investigation confirming the reported event and the potential root cause as oversized teflon bearings. A review of the supplier device history records for the component batches were reviewed with no discrepancies discovered. The supplier¿s risk management files were reviewed and the failure mode was identified/ mitigated. The components had been used for approximately 0.48 years. It is unknown as to how many surgical procedures (cycles) this complaint sample had gone through throughout its life in the field. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that three (3) minimal incision z handle acetabular reamers are broken. As this was noticed upon inspection, there was no patient involvement.